Event description:
A review of the annals of thoracic surgery, (B)(6) 2011, revealed a case report entitled, "intermediate and early rupture of expanded polytetrafluoroethylene neochordae after mitral valve repair". This report describes a (B)(6) male patient with severe mitral regurgitation with prolapse necessitating mitral valve replacement 6 months after the initial repair. The authors noted that all of the cv-5 eptfe neochordae (gore-tex suture) and native chordae were found to be ruptured. The valve replacement was successful and at 11 months post-op, the patient was found to have a normal functioning prosthetic mv and good left ventricular function.

Manufacturer narrative:
Additional information has been requested from the author. The case report does not specify the number of sutures involved in creating the neochordae in the initial procedure. The authors hypothesize that the suture failure is likely due to intracardiac forces that exceed the strength of the suture rather than a structural change of the suture leading to a failure. Based on the limited information provided, a root cause has not been determined. All information has been placed on file for use in tracking, trending and follow-up. Citation: michael h. Yamashita, peter l. Skarsgard, intermediate and early rupture of expanded polytetrafluoroethylene neochordae after mitral valve repair. The annals of thoracic surgery 2011:92:341-343.